Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received an end of service message. Therapy loss followed. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
Corrected data: d6b. Date of explant and g3. Date received by manufacturer (upon further review it was determined that the incorrect dates were listed on follow-up report #1).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received/confirmed revealed the patient's ipg was explanted and replaced to address the patient's issue.